Event description:
Nellcor puritan bennett received a call on 12/18/1998. Source called to report the following problem: mother stated monitor was on baby when an apnea occurred and claims monitor did not go off. Mother found baby starting to turn blue and limp. Ambulance was called. Homecare dealer stated the child had a heart defect and was being released from the hospital on 1/11/99. Unit was received with non-mallinckrodt patient cables and battery charger.